Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was due to the patient¿s cat. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin, gentamicin and ancef (intraperitoneally, doses and frequencies not reported) and cipro (orally, dose and frequency not reported) for the event. On an unreported date in the same month as onset of treatment, vancomycin, gentamicin and ancef therapies were discontinued. In the following month, treatment with cipro was discontinued. At the time of this report, the patient had recovered from the peritonitis. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.